Event description:
It was reported that the patients spinal cord stimulator (scs) has reached end of life (eol). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.